Manufacturer narrative:
The device was explanted, but was not returned for analysis. Nevro attempted to obtain event details; however, additional information was not available. The manufacturing and sterilization records were reviewed for all implanted devices and no nonconformities were found.

Event description:
It was reported to nevro that a patient developed an infection at the ipg site following an implant procedure. The patient presented to the hospital and was provided with IV antibiotics. The device was explanted and there were no reports of further complications.